Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and did continuity resistance test. The sensor failed per specification.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer indicated via phone call that she inserted a new sensor and has received many calibration errors and sensor discrepancies. Customer indicated that her sensor glucose was 60 mg/dl but that blood glucose was 130 mg/dl to 150 mg/dl. Customer was treating based on sensor readings and the insulin pump was going to threshold suspend which was set at 60. Customer also indicated that later, sensor glucose was at 60 mg/dl and blood glucose was 220 mg/dl. Customer again received calibration errors as well as a find lost sensor. Customer was also advised on how to set up a calibration schedule, how to use sensors and that additional sensors would be provided to her and to return the product for analysis.